Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/11/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product received for analysis was 8557h visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code 8557h. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, the needle swage was broken during use. No pieces were left inside the patient. It was not a control release needle. Additional suture was performed to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: "did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Unk were x-rays taken to locate the needle piece(s)? Unk what measures were taken to retrieve the broken piece? Unk was there any additional tissue damage as a result of searching for the needle piece? Unk what is current condition of the patient? Unk can you identify the lot number of the product involved? Unk. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). The only information available was that no needle piece remained in the body. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3: investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one needle suture combination in two sections was received for analysis. The product code 8557h is double armed. Upon visual inspection of the needle suture pieces, it was observed that one needle was broken in two sections. While the other needle no issues related to breakage needle were noted during the evaluation. In addition, significant crimping marks could be noted on the needles and sutures likely caused by a surgical instrument. The sample will be shipped to hsa for further analysis due to the needle breakage. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint.